Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-cups-unk, lot # unk, item # hip-unknown-stems-unk, lot # unk.

Event description:
It was reported that a patient had a revision surgery an unknown time frame post implantation due to dislocation. The patient fell causing the dislocation of our femoral head and a competitor liner. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.